Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular events on unk dates during and or after use of the product and on or about (B)(6) 2008 experienced a cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.